Manufacturer narrative:
H4: the device was manufactured from july 14, 2021 - july 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; approximately 20ml remained in the device after 24 hours. This was observed during patient infusion. The device was filled with piperacillin/tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.